Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving bupivacaine with an unknown dose and concentration and hydromorphone with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient had 10ml in residual volume and should have only had 2.5ml. The device was checked under fluoroscopy on (B)(6) 2018 and an occlusion was discovered. On (B)(6) 2018 the catheter was revised/repositioned. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). The cause of the catheter occlusion was not determined. No further complications were reported.